Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump emitted multiple loss of prime warnings. The cartridge was allegedly changed; however, the loss of prime warnings recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a loss of prime associated with a low, non-zero force. A loss of prime was duplicated during testing. The force sensor calibration reading was low. The pump case was removed, and the force sensor resistance reading was high.